Event description:
It was reported that during implant the pulse generator exhibited intermittent loss of capture. The device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of capture anomaly was confirmed in the laboratory. The device was tested on the bench and was found to produce inappropriate ventricular output amplitudes. During bench testing, the device went into backup vvi mode and was reprogrammed. The output issue was then no longer seen. The device was tested using automated test equipment and no anomaly was found. The cause of the inappropriate ventricular output could not be determined due to the failure being resolved during testing.